Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. During troubleshooting with tandem technical support, customer applied more force and was able to unlock pump using wake button. There was no reported adverse impact to the customer's blood glucose due to the reported issue.